Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead has been experiencing pain and felt the lead through the skin. The patient claims that the lead broke and has been having heart symptoms generator change. Boston scientific technical services (ts) discussed size difference between old and new device and advised patient to review symptoms with the physician. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead has been experiencing pain and felt the lead through the skin. The patient claims that the lead broke and has been having heart symptoms generator change. Boston scientific technical services (ts) discussed size difference between old and new device and advised patient to review symptoms with the physician. The lead remains in service. No adverse patient effects were reported. Additional information indicated that before the device was replaced, this right atrial (ra) lead was turned off due to non-capture of the atrial lead in either bipolar or unipolar and had an impedance of greater than 3000 ohms. No additional adverse patient effects were reported.